Event description:
It was reported that when the patient added batteries to the monitor, white material began to come out of the batteries. A new monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria r evisions and on-going process improvements. Product event summary: analysis confirmed the present of corrosion in the battery compartment. No additional issues were identified with the monitor. (B)(4).